Event description:
The reporter stated the surgeon implanted a -15.0 diopter 12.5mm icm 125v4 implantable collamer lens in the pt's right eye (od) on (B) (6) 2009. The lens was explanted on (B) (6) 2009, due to one haptic was found to be broken after implantation. The lens was explanted with no pt injury. The reporter stated the tip could tear icl haptic.

Manufacturer narrative:
(B) (4). (B) (4).